Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a normal device change out. During the pre-operative device check, the right ventricular lead exhibited high capture threshold. The lead was capped and replaced during the generator change out procedure on (B)(6) 2018. The patient was stable throughout and will be monitored routinely.